Event description:
This unsolicited device case from united states was received on 09-may-2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc injection and later after unknown latency experienced staph infection or strep infection, the back of leg was so red and tight (limbs stiffness and redness of legs), some swelling from her knee to toe, pain behind her knee, pain was 9/ 10; swelling in her knee/knee was swollen front and behind my knee and swollen ankle. Patient's medical history included blood clots and had anterior cruciate ligament (acl) surgery in 2000 on her left knee; fracture of left foot (2003), blood clots leading to pulmonary embolism ((B)(6) 2013). The patient was allergic to magnetic resonance imaging (MRI) dyesliver enzymes go crazy. Patient had two rounds of synvisc before and only had mild reactions for a few days. Relevant concomitant medication included telmisartan (micardis) for blood pressure, thyroid (armour thyroid) for thyroid problem, insulin detemir (levemir) and insulin as part (novolog) for blood sugar, prasterone (dhea) and pregnenolone. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection, at a dose of 2 ml,weekly (batch/lot number and expiration date: not provided) in left knee for knee pain from osteoarthritis and for arthritis in left knee. On an unspecified date in (B)(6) 2016, after unknown latency, patient had swelling in her knee after the injections, so that her knee was two times the size it should be. It was reported that the injection site looked like a duck egg and the patient had pain behind her knee and patient's knee was swollen in front and behind the knee (pain was 9/10). On an unspecified date in (B)(6) 2016, after unknown latency, patient also had some swelling from her knee to her toe, like a football. It was reported that after the first injection, patient took 10 days to recover. The swelling continued for 10 days ending with swollen ankle. The reaction went away and so the patient received the second injection on (B)(6) 2016. It was reported that the reaction after the second injection was worse than the first and had not resolved or changed. The pain and swelling continued for 7 weeks and had still not resolved. The patient was not admitted to the hospital. On an unspecified date in 2016, after unknown latency, back of patient's leg was so red and tight, so the patient went to the emergency room (ER) on (B)(6) 2016, saturday and consulted a health professional. The ER did an ultrasound and determined it was not a blood clot. On an unspecified date, after unknown latency, patient was diagnosed with a staph or strep infection in ER and was given antibiotics. Patient asked if there was something that could have been injected to cause the infection. It was reported that the patient had not seen a change from taking the antibiotics. No fluid was aspirated from patient's knee. Patient wondered if giving the synvisc in an area where there might be scar tissue would cause a reaction. On (B)(6) 2016, the patient had an appointment with her physician who gave her the synvisc tomorrow. Patient was concerned because she had to travel a ways to see the physician. Action taken: no action taken. Corrective treatment: antibiotics (unspecified) for staph infection, staph infection; not reported for other events. Outcome: not recovered/ not resolved for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. (B)(4) global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for staph infection. Additional information was received on 17-may-2016. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 20-jul-2016 from the patient. Patient's height was added. Additional medical history was added. Additional suspect product indication was added. Event verbatim of swelling in her knee was updated to swelling in her knee/knee was swollen front and behind my knee. The event of pain behind her knee was updated to pain behind her knee, pain 9/10. Additional event of swollen ankle was added along with details. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 17-may-2016: the follow up information received does not change the overall case assessment. (B)(4) comment dated 13-may-2016: this case concerns a female patient who received treatment with synvisc for knee pain from osteoarthritis and experienced staphylococcal infection. The causal relationship between the product and the event has been considered to be possible. However lack of information regarding patient's medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited device case from united states was received on (B)(6) 2016 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc injection and later after unknown latency experienced staph infection or strep infection, the back of leg was so red and tight (limbs stiffness and redness of legs), some swelling from her knee to toe, pain behind her knee and swelling in her knee. Patient's medical history included blood clots and had anterior cruciate ligament (acl) surgery in 2000 on her left knee. Patient had two rounds of synvisc before and only had mild reactions for a few days. No concomitant medication and concurrent condition were reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection, at a dose of 2 ml, weekly (batch/lot number and expiration date: not provided) in left knee for knee pain from osteoarthritis. On an unspecified date in (B)(6) 2016, after unknown latency, patient had swelling in her knee after the injections, so that her knee was two times the size it should be. It was reported that the injection site looked like a duck egg and the patient had pain behind her knee. On an unspecified date in (B)(6) 2016, after unknown latency, patient also had some swelling from her knee to her toe, like a football. It was reported that after the first injection, patient took 10 days to recover. The reaction went away and so the patient received the second injection on (B)(6) 2016. It was reported that the reaction after the second injection was worse than the first and had not resolved or changed. On an unspecified date in 2016, after unknown latency, back of patient's leg was so red and tight, so the patient went to the emergency room (ER) on (B)(6) 2016, saturday. The ER did an ultrasound and determined it was not a blood clot. On an unspecified date, after unknown latency, patient was diagnosed with a staph or strep infection in ER and was given antibiotics. Patient asked if there was something that could have been injected to cause the infection. It was reported that the patient had not seen a change from taking the antibiotics. No fluid was aspirated from patient's knee. Patient wondered if giving the synvisc in an area where there might be scar tissue would cause a reaction. On (B)(6) 2016, the patient had an appointment with her physician who gave her the synvisc tomorrow. Patient was concerned because she had to travel a ways to see the physician. Action taken: no action taken. Corrective treatment: antibiotics (unspecified) for staph infection, staph infection and not reported for other events. Outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for staph infection. Pharmacovigilance comment: sanofi company comment dated 13-may-2016: this case concerns a female patient who received treatment with synvisc for knee pain from osteoarthritis and experienced staphylococcal infection. The causal relationship between the product and the event has been considered to be possible. However lack of information regarding patient's medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited device case from united states was received on 09-may-2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc injection and later after unknown latency experienced staph infection or strep infection, the back of leg was so red and tight (limbs stiffness and redness of legs), some swelling from her knee to toe, pain behind her knee and swelling in her knee. Patient's medical history included blood clots and had anterior cruciate ligament (acl) surgery in 2000 on her left knee. Patient had two rounds of synvisc before and only had mild reactions for a few days. No concomitant medication and concurrent condition were reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection, at a dose of 2 ml, weekly (batch/lot number and expiration date: not provided) in left knee for knee pain from osteoarthritis. On an unspecified date in (B)(6) 2016, after unknown latency, patient had swelling in her knee after the injections, so that her knee was two times the size it should be. It was reported that the injection site looked like a duck egg and the patient had pain behind her knee. On an unspecified date in (B)(6) 2016, after unknown latency, patient also had some swelling from her knee to her toe, like a football. It was reported that after the first injection, patient took 10 days to recover. The reaction went away and so the patient received the second injection on (B)(6) 2016. It was reported that the reaction after the second injection was worse than the first and had not resolved or changed. On an unspecified date in 2016, after unknown latency, back of patient's leg was so red and tight, so the patient went to the emergency room (ER) on (B)(6) 2016, saturday. The ER did an ultrasound and determined it was not a blood clot. On an unspecified date, after unknown latency, patient was diagnosed with a staph or strep infection in ER and was given antibiotics. Patient asked if there was something that could have been injected to cause the infection. It was reported that the patient had not seen a change from taking the antibiotics. No fluid was aspirated from patient's knee. Patient wondered if giving the synvisc in an area where there might be scar tissue would cause a reaction. On (B)(6) 2016, the patient had an appointment with her physician who gave her the synvisc tomorrow. Patient was concerned because she had to travel a ways to see the physician. Action taken: no action taken. Corrective treatment: antibiotics (unspecified) for staph infection, staph infection and not reported for other events. Outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 42645 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for staph infection. Additional information was received on 17-may-2016. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 17-may-2016: the follow up information received does not change the overall case assessment. Sanofi company comment dated (B)(6) 2016: this case concerns a female patient who received treatment with synvisc for knee pain from osteoarthritis and experienced (B)(6) infection. The causal relationship between the product and the event has been considered to be possible. However lack of information regarding patient's medical history, concomitant medications and other risk factors precludes the complete medical case assessment.